Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd display screen was found to be damaged, due to an impact to the center of the screen. The device's lcd display screen will be replaced to address the issue. Conclusions: device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported.